Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately 0.5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. The rear panel and the power entry module was pushed inward/ damaged. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler would not turn on. The internal inspection of the cycler showed that the electrical connections within the cycler unit at the output of the power entry module showed indications of thermal decomposition. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patients liberty select cycler would not power on after the patient inadvertently knocked it over during an unknown phase of treatment. There was no power outage in the area or outlet issues. The power cord was securely plugged in. The cycler was switched on and there was no sound when the ok/stop buttons were pressed. There was no light on cycler buttons when the cycler was switched on. At that point in time, the technical support representative advised the nurse to discontinue use of the cycler. A replacement cycler was issued to the customer. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition was identified on the electrical connections within the cycler unit at the output of the power entry module.